Manufacturer narrative:
Insulin pump received with intermittent button response and button error alarm due to corroded keypad traces. Insulin pump had a cracked display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump alarmed for button error. Blood glucose reading at the time was 110 mg/dl. The customer mentioned the insulin pump was exposed to moisture in the form of sweat while in his pocket. Advised the insulin pump will be replaced. Nothing further reported.